Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's implantable defibrillation lead, exhibited high out of range pacing impedance measurements. There was no evidence of noise and it was reported the patient does not pace. Boston scientific technical services (ts) discussed continued monitoring. No adverse patient effects were reported.